Event description:
The below report was received by health authority ansm (reference number: (B)(4) ) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure inserted (lot no. E26611) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criterion intervention required), headache ("headache"), heavy menstrual bleeding ("heavy menstrual bleeding"), myalgia ("muscle pain"), toothache ("toothache"), dry eye ("eyes dryness"), dry skin ("body dryness"), herpes virus infection ("herpes"), alopecia ("hair loss"), ear pain ("earache"), ear, nose and throat disorder ("recurrent nose problems") and fatigue ("intense fatigue (I had become an old person, I couldn¿t do anything)"). The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. The reporter considered alopecia, back pain, dry eye, dry skin, ear pain, ear, nose and throat disorder, fatigue, headache, heavy menstrual bleeding, herpes virus infection, myalgia and toothache to be related to essure administration. The reporter commented: feel much better, but it was quite a journey to understand that this was the reason for my condition. Why so little information for the persons fitted with implants and the professionals who do not know or they do, butare belittling the situation while taking us for fools. I did not invent my condition, because now that the implants were removed, I feel a lot better even if some of the symptoms still occur from time to time. The level of metals must get back to normal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-jul-2023. The most recent information was received on 26-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure inserted (lot no. E26611-invalid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criterion intervention required), headache ("headache"), heavy menstrual bleeding ("heavy menstrual bleeding"), myalgia ("muscle pain"), toothache ("toothache"), dry eye ("eyes dryness"), dry skin ("body dryness"), herpes virus infection ("herpes"), alopecia ("hair loss"), ear pain ("earache"), nasal disorder ("recurrent nose problems") and fatigue ("intense fatigue (I had become an old person, I couldn¿t do anything)"). The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. The reporter considered alopecia, back pain, dry eye, dry skin, ear pain, fatigue, headache, heavy menstrual bleeding, herpes virus infection, myalgia, nasal disorder and toothache to be related to essure administration. The reporter commented: feel much better, but it was quite a journey to understand that this was the reason for my condition. Why so little information for the persons fitted with implants and the professionals who do not know or they do, butare belittling the situation while taking us for fools. I did not invent my condition, because now that the implants were removed, I feel a lot better even if some of the symptoms still occur from time to time. The level of metals must get back to normal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. E26611-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jul-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) lower back pain [low back pain], headache [headache] , heavy menstrual bleeding [heavy menstrual bleeding] , muscle pain [muscle pain] , toothache [toothache] , eyes dryness [eyes dry] , body dryness [dry skin] , herpes [herpes nos] , hair loss [hair loss] , earache [earache] , recurrent nose problems [nasal disorder] , intense fatigue (I had become an old person, I couldn¿t do anything) [fatigue extreme] , vision disorder [visual disturbance] , ent disorder [ear, nose and throat disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-jul-2023. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure inserted (lot no. E26611-not valid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion intervention required), headache ("headache"), heavy menstrual bleeding ("heavy menstrual bleeding"), myalgia ("muscle pain"), toothache ("toothache"), dry eye ("eyes dryness"), dry skin ("body dryness"), herpes virus infection ("herpes"), alopecia ("hair loss"), ear pain ("earache"), nasal disorder ("recurrent nose problems"), fatigue ("intense fatigue (I had become an old person, I couldn¿t do anything)"), visual impairment ("vision disorder") and ear, nose and throat disorder ("ent disorder"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the back pain, headache, heavy menstrual bleeding, myalgia, toothache, dry eye, dry skin, herpes virus infection, alopecia, ear pain, nasal disorder and fatigue were resolving. The outcomes for visual impairment and ear, nose and throat disorder were unknown. The reporter considered alopecia, back pain, dry eye, dry skin, ear pain, ear, nose and throat disorder, fatigue, headache, heavy menstrual bleeding, herpes virus infection, myalgia, nasal disorder, toothache and visual impairment to be related to essure administration. The reporter commented: feel much better, but it was quite a journey to understand that this was the reason for my condition. Why so little information for the persons fitted with implants and the professionals who do not know or they do, butare belittling the situation while taking us for fools. I did not invent my condition, because now that the implants were removed, I feel a lot better even if some of the symptoms still occur from time to time. The level of metals must get back to normal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. E26611-not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new event vision disorder & ent disorder were added. Additional reporter (lawyer) added. Cluster ID added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.